Event description:
Customer reportedly obtained results of 372 mg/dl and 182 mg/dl within 10 minutes on the compact system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.